Event description:
A retroactive review of patient flag files in the lifevest network identified a treatment event where a lifevest monitor delivered a monophasic pulse. On (B)(6) 2012, a (B)(6) year old female patient received an inappropriate treatment while undergoing hemodialysis. The lifevest delivered a 112j monophasic pulse at 17:24:48. The pre-shock rhythm was atrial fibrillation with dual-lead signal artifact. The post-shock rhythm remained atrial fibrillation with pvcs and dual-lead signal artifact. Signal artifact contributed to the false detection. The response buttons were not used during the event. The patient was taken to the hospital following the treatment.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) was completed. The monitor was found to be fully functional. An investigation into monitors exhibiting the same issue found that a stacking of tolerance on particular capacitors on the monitor c/a and defibrillator pcas may intermittently result in a monophasic waveform rather than a biphasic waveform. A real-time review request for a design change to address this issue was submitted to (B)(4) on (B)(4) 2015. Additional inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.